Manufacturer narrative:
Product ID: 3889-28, lot# va0kxcf, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reports the patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative. It was noted that the patient appointments were scheduled for (B)(6).

Event description:
It was reported that the patient had a shocking or jolting sensation. Stinging pain in the ins (stimulator) site as well as throbbing and pulling were reported. The patient was implanted for both fecal and urinary. She did not receive the therapy guide that the programmer manual was referring her to see. The therapy were for both urinary and fecal and seems to be helping more for the fecal than the urinary but her stimulation therapy was really working well. The patient seen the healthcare provider on (B)(6) 2014. The patient noted that it has helped with her symptoms, but she would like to have her issues resolved. Since implant, she has had a throbbing, pulling pain at the ins implant site. She thought it was due to the implant surgery itself but it was not going away. It was not warm to the touch or tender but the throbbing and pulling were from the inside. About 3 weeks after implant she started getting a constant stinging feeling, like an electrical shocking which was also in the ins implant area. At the end of (B)(6) 2014, she turned off the ins for 48 hours. With the ins off the shocking stopped, but the throbbing did not. With stimulation on the shocking was happening. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.